Event description:
It was reported that the procedure was to treat a de novo lesion located in the 70% stenosed, proximal left anterior descending artery. The ht versaturn guide wire was jailed inside a 2.5 x 28 mm implant after deployment of the implant. The distal coils became stretched during retraction of the guide wire. There was no damage reported to the deployed implant. The guide wire was removed successfully without any adverse patient effects. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were confirmed. Additionally, the core was separated proximal to the tip ball. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It was reported that the guide wire was jailed beneath the stent, it should be noted that the ht versaturn instruction for use (IFU) states do not push, auger, withdraw, or torque a guide wire that meets resistance and/or deploy a stent such that it will entrap the wire between the vessel wall and the stent. The reported violation of the IFU contributed to the reported difficulties.